Event description:
The dr claims that the graft was implanted for an aorto-bifemoral procedure and when the upper clamp was released, a small amount (exact quantity unknown and unattainable) of blood leaked from a hole in its bifurcation. The dr excised the section of the graft with the hole and replaced it with a section of another graft. The combined graft sections were left in. The procedure outcome was successful. The pt's post-operative condition is okay.